Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: installed in june 2014: 1st (superior): ifuse implant, p/n 7045-90, lot# i0901, mfd. 01/21/14, exp. 2019-01-21, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0854, mfd. 11/21/13, exp. 2018-11-21, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7030-90, lot# i0289, mfd. 12/27/12, exp. 2017-12-27, gtin (B)(4). Contralateral side installed in (B)(6) 2014: 1st (superior): ifuse implant, p/n 7040-90, lot# i0878, mfd. Unknown, exp. 2018-12, gtin (B)(4). 2nd (second): ifuse implant, p/n 7035-90, lot# i0858, mfd. 12/16/13, exp. 2018-12-16, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7030-90, lot# 8175003938010, mfd. 10/11/12, exp. 2015-10-11, gtin (B)(4).

Event description:
The patient had staged bilateral si joint arthrodesis with the first side performed in (B)(6) 2014 and the contralateral side on (B)(6) 2014. Three implants were installed on each occasion. The patient later complained of left side discomfort and requested that the left side implants be removed. The surgeon did not indicate that the implants were malpositioned or loose or that there was any medical need to remove them. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all the left side implants and replaced them with two larger implants of the same type. The status of the patient following the revision procedure is not known.